Event description:
It was reported that while using the bd® syringe 10 ml ll bulk non-sterile there was a crack and leakage. The following was received by the initial reporter: defect description: cracked syringes 1st customer response what is the patient outcome? Are there any adverse events/serious injuries? No patient involvement was there leakage due to the crack? Yes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation. One photo of a 10ml luer-lok syringe were received by bd. A quality engineer was able to review the photos from lot number 2230628 regarding material number 301029. The image shows a loose syringe in a biohazard bag with a 1inch crack on the side of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 2230628 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.